Event description:
The patient was found on the floor calling for help. While holding onto her walker, the patient reached for something on the window sill. The patient reported that the walker broke causing her to fall.